Manufacturer narrative:
Investigation of the reported event is in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported via medwatch mw5187270 that after a sterilization cycle, a tray was discovered with verify steam integrating indicators that failed to change colors and were faint in color. No report of injury.